Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp indicated that the cause of volume discrepancy was granulation into the catheter. A surgery was performed on (B)(6) 2018 to correct the problem while previous information indicated that surgery was (on b)(6) 2018. It was noted that surgery was delayed several months due to other medical issue. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on (B)(6) 2018. It was reported that the patient was not receiving medication as prescribed. Surgery on (B)(6) 2018 showed that the existing catheter was occluded at some point between the spinal segment and the pocket. It was further specified that the catheter was not functioning properly, and some soft tissue had grown into the sutureless connector. The hcp reportedly thought the tissue was obstructing the flow of medication. The existing catheter was revised and was cut by the spine. A new catheter was attached and the issue was resolved. The environmental, external, or patient factors that may have led or contributed to the issue were unknown. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving gablofen, 2000 mcg/ml concentration at 242 mcg/day dose via intrathecal drug delivery pump for intractable spasticity. It was reported that actual reservoir volume (arv) was greater than expected reservoir volume (erv): arv- 15ml and erv- 2.2ml. The d iscrepancy was at a refill on (B)(6) 2017. Discrepancy was noted on past refills on (B)(6) 2017: arv- 11ml and erv- 3.1ml. Patient was receiving gablofen, 2000 mcg/ml concentration at 242 mcg/day. For reported symptoms, patient was not able to communicate, but was more tight than normal. The reservoir volume injected at the last refill was 20 ml. Hcp did not know when the symptoms first started. Patient was in a nursing home usually so it was hard to say for sure since a parent was not constantly monitoring the patient. Hcp reported that pump logs were checked. X-ray was performed on (B)(6) 2017, there did not appear to be any kink in the catheter. No issues noted in the event logs. Hcp said that they first said a volume discrepancy was on (B)(6) 2017, but that symptoms may have started before that. No further complications were reported.